Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during procedure, it was discovered that the right ventricular exhibited and insulation breech near the header of the device. The physician attempted to replace the lead however, venous anatomy occluded. There were no inappropriate signals or noise noted during manipulation therefore, the physician elected to use the silicone sleeve repair kit. There were no patient consequences and the patient was discharged.